Event description:
See initial report.

Manufacturer narrative:
A device service history review was performed and revealed that the unit was installed in 2023 and no other contamination events were reported. Based on investigation findings, it was not possible to identify a specific root cause that remains related to the environmental condition where the unit operates. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to have high bacterial count (pre-cleaning: 480 cfu/ml and post cleaning: 200 cfu/ml) following periodic disinfection. The laboratory report confirming the reported contamination has been provided to livanova. The customer will request deep disinfection procedure to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rochester, minnesota. Through follow-up communication livanova learned the following additional information: - the device is cleaned regularly as per the instructions for use. - the hospital does not use patient reusable blankets. - water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU. - when the device is not used it is stored full of water and the h2o2 is checked daily even during days of non-use (weekend and holidays). - h2o2 is added when the water in the tanks is changed (each 7 days). - a disposable pall-aquasafe water filter with an 0.2m membrane or - prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. - 3t aerosol collection set is replaced after the allowed use period (weekly). - the device is placed inside the operation theatre during use with the fan of the device positioned away from the patient, at an estimated distance between the surgery field and the device of approximately 10 feet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.